Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) presented deflation issues. The patient stated he has been in an erect position for 6 months, attempts to deflate have been unsuccessful. Patient requested recommendations for local physicians to perform an evaluation. No surgical intervention has been performed, and no additional details were provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) presented deflation issues. The patient stated he has been in an erect position for 6 months, attempts to deflate have been unsuccessful. Patient requested recommendations for local physicians to perform an evaluation. No surgical intervention has been performed, and no additional details were provided.